Event description:
It was reported that during a repair visit the device failed the electrical safety test for excessive patient leakage. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by a field service representative and the device was repaired and returned to service after passing all functional and safety checks. The investigation is pending. This report will be updated when the evaluation is complete.